Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the process of suture on a hysterectomy, the surgical suture was broken. They replaced it with a new suture. There was no reported patient outcome.